Manufacturer narrative:
E1: initial reported address 1: (B)(6). E1: initial reported address 2: (B)(6). Device evaluated by MFR: the main coil and the delivery wire were returned. Visual and microscopic inspections revealed that the coil arm section was bent/stretched, and the interlocking arm had broken off the mail coil. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 03oct2024. It was reported that a coil advancement issue occurred. A 15 mm x 40 cm interlock-35 was selected for use. However, during the procedure, it was noted that the interlocking arm of the coil had detached and could not be pushed. The procedure was completed with another of the same device. There was no patient complications reported. However, device analysis revealed the interlocking arm had broken off the main coil.